Event description:
"The machine isn't controlling the output power." This info is documented as reported to trimedyne.

Manufacturer narrative:
Eval based on info provided by distributor in email. Eval summary: note: the following info is considered to be confidential. In 2007, the third part service engineer reported a problem with a 1210-vhp (80 watt laser). "This machine isn't controlling the output power. At any set of pps and power (on control panel) the output power (jordon external energy meter) is always approx 80w and progv is about 5.20 v, either in a and b cavity." This info is documented as reported to trimedyne. Results: thirdteen days later, the third part service engineer reported that they replaced ic u15a (lt1013), on the analog I/o board and that the laser is working well. Note: all test/evaluation data was supplied by third party service engineer . No tests or evals were performed by any trimedyne personnel. Other firm.